Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a bha, the locking ring was not locked with the centrax. A spare was used instead.

Manufacturer narrative:
An event regarding an packaging issue involving a centrax head was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection could not confirm the event as the device was returned in its locked position with the packaging ring disassembled from the head, but no pictures of the out-of-box condition of the device were provided. -medical records received and evaluation: not performed because no medical records or x-rays were made available for evaluation. -device history review: devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: based on the device identification the complaint databases were reviewed for similar reported events regarding a packaging issue. There have been no other events for the referenced lot. Conclusions: the event was not confirmed as no images of the out-of-box condition of the device were provided. No further investigation for this event is possible at this time. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that during a bha, the locking ring was not locked with the centrax. A spare was used instead.